Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus balloon was explanted and new aus balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.